Manufacturer narrative:
(B)(4).

Event description:
Procedure: pelvic organ prolapse. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: pelvic pain, pelvic prolapse procedure (s) performed: laparoscopic-assisted total vaginal hysterectomy with bilateral salpingo-oophorectomy, placement of ivs tun neller complications post implantation: mesh revision along with additional implant (using avaulta graft) surgery: (B)(6) 2007: underwent removal of a previous graft material from the vagina, bilateral sacrospinous ligament fixation with the avaulta graft for symptomatic pelvic relaxation, vaginal pain under general anesthesia